Manufacturer narrative:
See MDR 1920664-2010-00142 for the intraocular lens used with this delivery device.

Event description:
The doctor noticed haptic was broken after the iol was inserted into the patient's eye. The incision was enlarged to remove and replace the lens, and sutures were used to close the wound.